Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the side emitter was damaged. The casing was being held together by tape. It was determined that this was customer damage, not wear and tear. There was no patient involvement. The emitter appeared to be working however, the working area was smaller than expected. Without the tape on the outside case the emitter would come apart. The emitter was tagged to not be used.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The emitter was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The emitter has been returned but analysis has not been completed at the time of filing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735521, lot #: 603006176, ubd: unknown, UDI#: unknown. H3, h6) the 9735521 emitter was returned to the manufacturer for evaluation. It was reported that the housing on the returned side emitter has separated. The unit functioned as intended. Code c02 is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.